Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "tubing on the vitrectomy probe had a hole (air leak)" (air leak). The customer reported the tubing on the vitrectomy probe had a hole (air leak) in it. The customer states the non-conformity was discovered during the procedure. The product was switched out, with a 3 minute delay noted. No patient injury was reported.

Manufacturer narrative:
No samples were returned for evaluation. There were no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4).